Event description:
A pt with a long history of low back pain , underwent a 3 level procedure at l3/l4, l4/l5, l5/s1 with semirigid fixation at l5-s1 with implant of n-hance. Pt was subsequently extended due to pedicle screw issues to 7 levels with no interbody support at that time. Post-operatively pt was diagnosed 'multilevel lumbar spondylosis with lumbar kyphosis and sagittal plane imbalance, status post multilevel anteroposterior instrumentation and fusion with semirigid instrumentation form l5 to the sacrum'. Pt was returned to the or for implantation of a peek anterior fusion cage at l5-s1 with infuse and a 39mm antegra plate. All hardware currently remains in the pt.

Manufacturer narrative:
Implants currently remain in the pt. Manufacture site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.